Event description:
It was reported that a pump declared an alarm during the loading process. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, attempted to load a new cartridge, but the issue persisted. As a resolution, technical support decided to replace the pump, which was still under warranty. The customer was advised to use multiple daily injections to ensure insulin delivery was not interrupted. Instructions were given on how to store the faulty pump and return it within 10 days using a pre-paid label, and the customer understood these instructions.